Event description:
It was reported that the system would not complete boot up. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system software was reinstalled, and the nodes were reinstalled. The system was tested and found to be working as intended and returned to service.